Event description:
It was reported that during an unrelated procedure, this new right ventricular (rv) could not be implanted for unknown reasons. The rv lead was exchanged. The patient was discharged.